Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of damaged guidewire was confirmed. The product returned for evaluation was one guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. The weld tip of the wire was missing and could not be accounted for during the evaluation. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that after access during a PICC procedure, nurse felt resistance when advancing the guidewire into the patient¿s vessel. The nurse withdrew the guidewire and left access needle in place and reassessed vessel. After vessel assessment, nurse reinserted guidewire into patient¿s vessel and continued to feel resistance and withdrew again. About 2 cm of the tip of the guidewire was dislodged into the patient¿s anatomy. When evaluating guidewire after attempted insertion, nurse noticed the tip of the guide wire unraveled. No other information provided. Additional information received: nurse was advised to remove guidewire and needle as a unit when guidewire needs to be removed from patient per IFU.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that after access during a PICC procedure, nurse felt resistance when advancing the guidewire into the patient¿s vessel. The nurse withdrew the guidewire and left access needle in place and reassessed vessel. After vessel assessment, nurse reinserted guidewire into patient¿s vessel and continued to feel resistance and withdrew again. About 2 cm of the tip of the guidewire was dislodged into the patient¿s anatomy. When evaluating guidewire after attempted insertion, nurse noticed the tip of the guide wire unraveled. No other information provided.